Event description:
Physician contacted on behalf of consumer. Pt has 2 bd cobranded meters, both of which read high. Consumer dosed on the the elevated readings and experienced seizures and unconsciousness and was taken to the hosp. Spouse called 911 and emt checked their blood sugar (20). Dr. Conducted comparison of both bd meter vs. Lab. Readings were as follows-meter 1=310 vs. 312(a); meter 2 - 270 vs. 312(a).